Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial#(B)(6) implanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 2 mg/ml at 0.1 mg/day via an implantable pump. It was reported that previously implanted catheter was placed at the t5 level. The patient reported that she was needing more cervical pain relief, so the plan was to give her a new catheter and place it higher within the cervical space. Patient was taken to the operating room (or) today for planned catheter revision/replacement. The physician first started by opening up a midline lumbar incision and placing a new 8780 catheter at the c4 level; the new catheter was anchored. He then proceeded to open up the existing pump pocket and dissecting down to the existing pump and proximal segment of the old catheter. The pump was removed from the pocket and placed on the back sterile table. Due to the new catheter placement, the drug was re-concentrated. The scrub nurse remove the existing drug from the pump, which was morphine 20 mg/ml. 2 ml, a total of 40 mg of morphine was diluted with 18 ml preservative free normal saline. This made the new drug concentration morphine 2 mg/ml. A back table prime was programmed to remove any of the old drug from the internal tubing. During the time of the priming bolus, the new catheter was tunneled to the existing pump pocket. 18 cm was trimmed from the spinal segment. The new implanted length is 96.3 cm, volume 0.212 ml. The old catheter was folded over on itself and tied off using hand silk ties at multiple locations. Once the priming bolus was completed, the new catheter was attached to the pump and the physician again aspirated from the catheter access port to remove any of the re maining old drug. The pump was placed back in the existing pocket and incisions were then irrigated and closed. A second bolus was programmed to prime the catheter with the new drug. The issue was resolved at the time of this report.